Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that occurred in the intensive care unit on life support and there was a natural removal of foley catheter.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Three photos were received for evaluation. The first one shows a top view of one all-silicone temp sensing foley catheter. The next photo shows the deflated catheter's balloon and tip. The last photo shows the catheter's cap (nghn0816). Received 1 all silicone foley catheter. Attempted to inflate balloon with inhouse syringe and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) however before the inflation was completed the solution leaked to the drainage funnel and lumen, indicating lumen to lumen leak. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that occurred in the intensive care unit on life support and there was a natural removal of foley catheter.